Event description:
The customer reported having low blood glucose of 20 mg/dl. The customer stated that he went to his doctor and changed the basal rates. The customer was feeling fine, but then his glucose level was low again. The customer reviewed the basal rates and noticed that the basal rates changed to the original amount and the customer denied being changing them. Troubleshooting was performed, and the alarm history revealed a button error alarm. The customer's recent glucose reading was 80 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.